Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) displayed a helium transducer not calibrated error and was unable to fill helium from the large cart prior to use. No patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit and verified the error in the system logs. Calibrated transducer. The fse successfully completed the calibration. The unit passed all functional and safety test in accordance with the factory specifications and was returned to the customer.

Event description:
N/a.